Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implantable port allegedly experienced material deformation and buckled material. This information was received from one source. This event involved a patient with no consequences. The reported patient is a (B)(6) year old female whose weight was not provided.

Manufacturer narrative:
The lot number was provided fore this malfunction; therefore, a lot history was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation identified material deformation and a damaged guide wire. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Manufacturer narrative:
The lot number was provided fore this malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implantable port allegedly experienced material deformation and buckled material. This information was received from one source. This event involved a patient with no consequences. The patient is female of unknown age and weight.